Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that a customer received a button alarm on their insulin pump. The patient's blood glucose level was 180 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
The insulin pump had unresponsive button due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case on the display window corners, minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.